Event description:
It was reported while using bd q-syte luer access split septum there was a clog. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 when the child was about to have an IV infusion, it was noted that the fluid was not draining smoothly and was not clearing when using a divider needle closed infusion connector. The consumable was discontinued immediately and replaced with no effect on the child.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h.10.